Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During the replacement procedure of an implantable cardiovertor defibrillator (ICD) when this lead was connected to ICD the lead 'failed after the first shock', also impedance measurements were poor. A new endotak lead was implanted.